Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 27-nov-2027, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's native bicuspid valve. Upon deployment of the valve, the valve repeatedly dislodged while attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs, and the system was withdrawn from the patient. The procedure was aborted, and the patient is being worked up for a potential surgical aortic valve replacement.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's native bicuspid valve. Upon deployment of the valve, the valve repeatedly dislodged while attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured into the dcs, and the system was withdrawn from the patient. The procedure was aborted, and the patient is being worked up for a potential surgical aortic valve replacement. Additional information was received that the patient was not scheduled for a surgical aortic valve replacement (savr). No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, the valve does not meet the reporting requirements in 21 cfr 803. However, the dcs will remain reportable for malfunction. Updated data: b5. Corrected data: additional codes. Annex f codes were added to replace the previous annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.